Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation 2240 (air in line), this situation occurred during dwell 2. The patient was asked if any bag came undone and the patient stated no so the alarm was explained. The patient would finish with a manual bag. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the cause was of the alarm was unknown and manuals were used to complete therapy. The sample was discarded and a companion sample was available and requested with lot number h11e24089. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress in (B)(4). The set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab and the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.